Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, blood leaked in the colder connector (quick disconnect). The product was not changed out, there was 3 cc's blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no pt harm.

Manufacturer narrative:
Terumo did receive the actual device and further investigation is necessary. Terumo plans on submitting a follow-up report when more info becomes available. Note: all blank sections indicate unk data or info not applicable to this submission. (B)(4).